Event description:
The pt experienced return of symptoms. The pump volume was checked. The expected reservoir volume was 2.5 mls; the actual was 17.5 mls. A dye study and rotor study were performed and no problem was found; the dates of the studies were not reported. They were unable to withdraw csf; it was thought that this may be due to sludge/precipitate from the concentration of the baclofen. Therapy was abandoned and a pump replacement was planned. The pump was used to deliver compounded baclofen 4000 mcg/ml and clonidine 160 mcg/ml at a rate of 2099.9 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.